Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -9.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2023 . On (B)(6) 2023 the lens was exchanged for a different power lens due to transient loss of bcva . The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).